Event description:
It was reported that during a laparoscopic fundo-toupet procedure, after using the device for about one hour, the error code "instrument" appeared on the generator screen. The surgeon was not able to activate the device again. During the sterilization, the tip of the device broke. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/10/2008. Information anticipated, but unavailable at this time.